Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported is a failed heater. Arctic sun device failed calibration error 80 (non-recoverable system error). Expected value was 28 and actual value was 16.8. It was determined that the device had a failed heater. The heater will be replaced by the biomed. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error). Expected value was 28 and actual value was 16.8. It was determined that the device had a failed heater.